Event description:
It was reported that the implant failed.

Manufacturer narrative:
The device has not yet bee received from the customer. An update will be provided when additional information is available.